Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker had an intermittent loss of capture. No intervention was reported. The patient had no adverse consequences.